Event description:
It was reported that the patient underwent a second revision surgery approximately 6 weeks later due to dislocation, in which the stem and the new head were replaced. Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information the reported event could not be confirmed; hence, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial procedure on (B)(6) 2023. Subsequently, approximately 1 and a half months post-implantation the patient was revised due to a dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10. Cocr head, xl, ã¸ 28/+8, taper 12/14 item#0101012288 lot#2637601. 28mm cocr mod hd +6mm no skirt item#163638 lot#j7406499. Multiple MDR reports were filed for this event, please see associated reports: medwatch: 0009613350-2023-00649. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.